Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught on chordae, single leaflet device attachment (slda) and foreign body in patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had very challenging anatomy and imaging was very poor. One clip was successfully inserted and implanted without issues. To further reduce mr, a second clip was inserted. However, it was noted that grasping was very difficult. It was then noticed that the clip had become caught in the chordae. The clip was unable to be freed from the chordae; therefore, the clip was attempted to be implanted. The leaflets were able to be grasped; therefore, the clip was deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided, the reported single leaflet device attachment (slda) was the result of patient anatomy. The reported difficult leaflet grasping and entrapment of device in chordae were the result of a combination of difficult anatomy and imaging conditions. Based on the information provided, the foreign body in patient is the result of entrapment of the device in chordae. The the foreign body in patient is also is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.